Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a consumer from (B)(6) of patient doing peritoneal dialysis (pd) in open, poor hand technique and did not hand wash before performing pd, cloudy peritoneal effluent and abdominal pain in a patient coincident with dianeal pd2 (unspecified) therapy. On an unreported date, the patient began dianeal pd2 (unspecified) therapy lot (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, pd therapy was ongoing, dose unchanged. On an unreported date, the patient performed pd in the open, used poor hand technique and did not hand wash prior to performing pd therapy. On (B)(6) 2012, the patient experienced abdominal pain and cloudy peritoneal effluent. The patient was suspected of having peritonitis. The patient was encouraged to see a nephrologist, but the family declined. Remedial interventions or therapy were not reported. The outcome is unknown. A statement of causality was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that the patient used poor hand technique and did not wash their hands prior to therapy. The assignable cause code is undetermined, as the reason for the breach is unknown. No sample was available for evaluation, and the devices used by the patient are unknown. No batch review was performed as the lot number in use is unknown. A labeling review was performed which found the labeling adequate for the use error in this complaint.